Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gyn procedure, they used 2 devices in the procedure that would not fire after the second and third firing. When they observed the device, the staples were protruding out higher on one side of the device and when fired the staples came out open ended. They used a third device to complete the procedure. There was no adverse consequence to the pt.